Event description:
A patient reported expereincing inaccurate high results using a lifescan meter. The patient's blood glucose results were 298mg/dl, 144mg/dl, 141mg/dl. Tests were done within <10 minutes with a difference of 48%. Patient did not experience any adverse events. No further information has been reported. Note: in the potential medical tab it was documented that, "ck74 (70-96), c101 (91-123)".